Event description:
It was reported, that the patient's external device was unable to detect the ipg. The patient did not recharge the ipg as recommended for about a year. Troubleshooting took place, but was unsuccessful. And as a result, the ipg was deemed inoperable. And patient lost therapy. Surgical intervention may take place at a future date to address the issue.

Manufacturer narrative:
Date of event estimated.

Manufacturer narrative:
Date of event estimated. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.